Manufacturer narrative:
A steris service technician arrived at the facility, inspected the 4085 table and confirmed a portion of the leg section x-ray table top had broken off of the table. The technician also noted damage to the leg section of the table where the x-ray tops engage onto the surgical table and found the x-ray top inserts were missing entirely. The biomed department stated that in this event, the leg section may have come out of position during the event due to previous damage to the leg section release mechanism. The hospital biomed and steris technician were unable to determine if the damage had been caused prior to or during the event. The table was installed in (B)(6) 2010 and is not under a steris service contract. The table is maintained by the facility's biomed department. The facility's biomed is responsible for the maintenance of the 4085 surgical table and ensuring that preventive maintenance is performed at the intervals indicated in the 4085 operator manual. Section 5.6 of the operator manual states, "remove and inspect x-ray tops on each tabletop section (if equipped)." The facility requested additional in-service training on the proper use and operation of the surgical table and x-ray tops. A steris account manager will return to the facility to perform the in-service training. The facility's biomed stated they will rebuild the leg section of the surgical table. The steris service technician provided the biomed with a listing of the parts needed in order to complete the necessary repairs. No further issues have been reported.

Manufacturer narrative:
Steris was made aware of this event on (B)(4) 2014 and filed an MDR (1043572-2014-00050) on 5/22/2014. Upon receipt of the users medwatch ((B)(4)) on 6/16/2014, steris made multiple attempts to contact the user facility to discuss the reported event however, the user facility did not respond.

Event description:
(B)(4)

Event description:
The user facility reported that during a patient procedure a hospital employee instructed the patient to move upwards towards the head end of the table. However, the employee did not realize that the patient was positioned on the table in reverse orientation and the patients head was situated at the leg section of the table. The patient attempted to move upwards, towards the leg section of the table, when a cracking noise was heard. The facility noticed the left leg portion of the table had become disengaged at one of the two insert points. The facility employees were able to assist the patient off of the table. At the time of the event, x-ray tops were being utilized with the 4085 surgical table. No injuries were reported. A procedural delay was reported due to the event.